Event description:
Service of summons and complaint was MFR's first notice of this event. Plaintiff's counsel claims in the complaint that the pt's doctor failed to properly instruct the pt on the frequency and duration of use of the device, and skin condition monitoring. As a result, the pt suffered frostbite, which required additional surgical procedures (partial amputation of her great left toe), hospitalizations and medical treatment and that she was caused to suffer physical pain. The company has been unable to confirm the MFR of or inspect the device. Because the matter is in litigation, it has been turned over to outside counsel for further investigation.